Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had underwent enhancement surgery on (B)(6) 2017 and presented on (B)(6) 2017 with moderate ingrowth in left eye which was removed without complications. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of light sensitivity and feeling like something was in the eye. A flap lift and rinse was performed. Patient reported symptoms are not interfering with daily activities. Ongoing post-ops. Bcva from (B)(6) 2017: right eye pre-op 20/25 1.75 x -.75 x 110; left eye pre-op 20/20 -1.50 x .00 x 90. Bcva from (B)(6) 2017: right eye post-op 20/20 1.50 x -.25 x 110; left eye post-op 20/20 -.50 x -.75 x 75.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.